Event description:
It was reported that a couple of days after implant, the patient experienced a burning sensation when her stimulation was turned on. It felt like "heat or something rotating in left leg and foot and foot became warm". When she laid down, she got "jitters" and her stomach was "on fire". The patient tired different programs and eventually turned her device off, which relieved the symptoms. Further information is being requested from the hcp.

Manufacturer narrative:
Jitters.